Event description:
A customer reported that the trocular infusion line stopped midway through surgery. The procedure was completed with no harm to the patient. Additional inormation has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).